Event description:
The pharmacist is the reporter. The tubing for the pump set must be primed. To be primed the valve in the tubing must be opened. However, when in use, if the valve is left open a bolus dose is the result. This is a hazard. The device allows free flow of drug though giving the impression that it could not. There needs to be a mechanism that when the tubing is removed from the pump that it is impossible to allow for free flow of drug to occur.